Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter in tube biological non-biological, no label /missing label information, air bubbles in gel. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: dirty tube x66. Fm in gel x5. Defective marking x5. Air bubbles ×6.".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/27/2021. H.6. Investigation: bd received twenty-eight (28) samples and six (6) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure modes for foreign matter (fm), damaged tube, defective marking, and gel air bubbles were observed. Bd was able to determine the root causes associated with the failure modes as: 1. The black fm in the tube is attributed to burnt silica. The white fm in the gel is attributed to inadequate mixing of material used in the gel manufacturing process. Inadequate purging of the line resulted in further processing of the tube. Additional housekeeping has been implemented in the tubes operation to mitigate foreign matter. Modifications have been made to the manufacturing line to catch loose fm to help mitigate this defect. 2. The scratched tube is attributed to an equipment jam prior to the tube evacuation process. There was incomplete purging of tubes affected by the jam. 3. The defective marking/printing on the tubes is attributed to a felt pad used for ink application dislodging from the labeling equipment. An incomplete line clearance did not cull all affected tubes. 4. Gel air bubbles is attributed to introduction of air and inadequate purging during gel drum changes. A tool was implemented at the gel dispense area to help aid in identifying and eliminating gel defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of foreign matter (fm), damaged tube, defective marking, and gel air bubbles. Bd has initiated further root cause investigation relating to the issues of foreign matter (fm), damaged tube, defective marking, and gel air bubbles through CAPA#2201538. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter in tube biological non-biological, no label /missing label information, air bubbles in gel. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: dirty tube x66, fm in gel x5, defective marking x5, air bubbles ×6."